Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was able to confirm that the pump was shutting down without alarming by reviewing the pump history. This was a result of a failed thermistor, which doesn't allow the pump battery to fully charge. This was repaired and the pump returned.

Event description:
The initial reporter stated that the pump was shutting off during infusions without alarming. The initial reporter did also state that this was discovered during testing and had no patient impact. (B)(4).